Manufacturer narrative:
A2) patient age - mean age was 75.3±10.1 for the femoropopliteal lesions and 77.3±8.8 for the isolated popliteal lesions. A3a) patient sex - females 93, males 171. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a phoenix atherectomy catheter. D1/g) address listed reflects the specification developer. D4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, embolism, perforation, and access site injury are listed as possible complications with use of the phoenix atherectomy catheter. Additionally, code e2401 was added due to the insufficient information regarding the cause of the access site complications. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 26dec2023) ¿stand-alone rotational atherectomy versus combination with drug-coated balloon angioplasty for the endovascular treatment of heavily-calcified femoropopliteal and popliteal lesions¿. The study retrospectively aimed to explore the safety, efficacy, and long-term durability on treatment of rotational atherectomy in heavily calcified complex femoropopliteal and isolated popliteal lesions. A total of 218 femoropopliteal and 46 popliteal predominantly heavily-calcified lesions were enrolled in the study between may 2017 and december 2022. Philips volcano phoenix atherectomy catheters were used during the procedures. Procedural complications included 2 micro embolization, 9 vessel perforation, 10 cases required covered stent placement in response to perforation/revascularization needs, 87 of femoropopliteal cases required bail out stenting, 10 access site complications, and 10 amputations. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 26dec2023 has been used, the date of publication. Mariya kronlage, mario bertele, fabian linden, norbert frey, christian erbel, 2025. Stand-alone rotational atherectomy versus combination with drug-coated balloon angioplasty for the endovascular treatment of heavily-calcified femoropopliteal and popliteal lesions this report captures the serious injuries that occurred after use of the phoenix atherectomy catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.